Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint on the mrx device indicating that the battery is faulty. There was reportedly no patient involvement. Remote support from the field service engineer (fse) was received, and the battery was identified as the malfunctioning part. The customer will be sent a replacement battery to resolve the issue. It will be replaced and then the device will be validated by the customer. The device remains at the customer site. No further action is warranted at this time.